Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent decompressive lumbar laminectomy with bilateral foraminotomies for spinal canal stenosis l2-3, l3-4, l4-5 and l5-s1 including left l3-4 microlumbar discectomy. Transforaminal interbody fusion l3-4 with cage implantation using bmp-2 and local bone graft. L3-4 posterior spinal fusion with local bone graft. L3-4 posterior spinal fusion with local bone graft. Pedicle screw fixation l3-4 using legacy screw instrumentation. Pre-operative diagnosis: severe multilevel lumbar spinal stenosis with herniated l3-4 disc, lumbar instability and chronic cauda equina syndrome with distant history of c6 incomplete paraplegia secondary to spinal cord injury; degenerative lumbar disc disease. Per-op notes: "at this point, preparation for interbody fusion was made at l3-4. The disc space was sized for interbody cage fusion at this point in time. A 14mm cage was chosen for implantation. Bmp-2 was reconstituted. A single bmp sponge was placed into the fusion cage. With nerve roots carefully protected and retracted , the cage was impacted and countersunk to a satisfactory degree with appropriate orientation being created. At this point, a second bmp sponge was packed into the disc space across the midline. Local bone graft that had been cleaned of soft tissue debris was morcellized and packed into the posterior aspect of the disc space."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient underwent an l2-s1 decompressive laminectomy with bilateral foraminotomies, including an l3-l4 discectomy and a transforaminal interbody fusion at l3-l4 using a peek cage and rhbmp-2/acs. The peek cage was packed with rhbmp-2/acs, and the bmp2-filled cage was ¿used to spread the vertebrae apart making the openings in the spine larger and allowing more room for nerve roots, to decrease pinching and irritation on the nerves¿. Sometime postop, the patient followed up with his physician; he reportedly began to develop radiating pain to his legs and difficulty with urination. The patient also reportedly experienced ectopic bone growth, inflammatory reaction, non-union, neuro deficit, nerve injury, and neurological injury.